Manufacturer narrative:
Initial and final MDR 1988045- MDR 3003442380-2024-27055- device 8 of 10.

Event description:
Reference number (B)(4). Event occurred in germany: it was reported that the patient experienced cannula issues with ten infusion sets. The cannulas were kinked. The event occurred on (B)(6) 2024. Patient noticed symptoms within 3 or more hours after insertion. Patient also experienced bleeding/blood at site. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.